Manufacturer narrative:
The affiliate was contacted regarding product return and advised that the product is not available at this time. As such it is not possible to perform an evaluation of the product and determine the root cause of this complaint. Furthermore, the lot number for the subject devise was not reported; therefore, the lot history records cannot be reviewed. We will continue to monitor for this or similar complaints for this product code. Based on the results of this investigation no further action is required. At the present time this complaint is closed. Device not available

Manufacturer narrative:
Upon completion of the investigation it was noted that the evaluation of the instrument confirmed the complaint "coating is not perfect". The instrument coating is discolored/stained throughout. The discoloration found on this instrument appears to be surface contamination and is not associated with metallurgic defects such as corrosion. The exact cause of staining could not be verified; however, improper sterilization processes can result in coating defects. It is likely that poor maintenance and/or the use of an aggressive cleaning agent resulted in coating defects/staining, however this cannot be verified. There were no other anomalies noted on this instrument. This is the first complaint of this type for this product code and lot number. We will continue to monitor for this or similar complaints for this product code and lot number. Based on the results of this investigation no further action is required. At the present time this complaint is closed.

Event description:
Coating is not perfect. On 1/9/2015 per affiliate: is there a serial or lot number you can provide? We don't have any serial or lot number. You mention that the problem occurred "after use on patient". Was there a delay in surgery over 30 minutes? They changed another product immediately. Were there any adverse consequences to the patient? Nothing. What actions were taken as a result of this incident? We don't know.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.